Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  A temporal relationship exists between ccpd therapy utilizing the pd cycler set (2 triggers) and the adverse events of peritonitis, characterized by cloudy effluent fluid, which warranted antibiotic therapy. Per the pdrn, causality was attributed to a touch contamination event in which the patient was required to remove the safety pin from the pd cycler set (2 trigger), as it did not remain within the pd catheter (not a fresenius product) during termination. Staphylococcus epidermidis is part of the normal human biota and is one of the most common sources of infection in indwelling medical devices. Based on the totality of the information available, the pd cycler set cannot be excluded from having a possible causal or contributory role in the patient¿s serious adverse events. If the cycler set was returned, a manufacturer evaluation may have disassociated the pd cycler set from having caused or contributed to the serious adverse events. However, without the sample this clinical investigation cannot disassociate the device from the serious adverse events.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the outpatient dialysis clinic with cloudy peritoneal effluent fluid on (B)(6) 2022. A peritoneal effluent fluid culture and cell count was collected [wbc = 0.445 x103 ul, neutrophils = 0.354 x103 ul (79%), monocytes = 0.091 x103 ul (20.5%)], and the patient was diagnosed with peritonitis. The patient was treated outpatient with intraperitoneal (ip) vancomycin x 14 days (dosage not provided). The peritoneal effluent cultures returned positive for methicillin resistant staphylococcus epidermidis (mrse) and the patient¿s antibiotics were continued. The pdrn attributed causality to a touch contamination event where the safety pin on the pd cycler set (2 trigger) did not remain within the pd catheter (not a fresenius product) during termination, forcing the patient to perform ¿risky maneuvers¿ to remove it. Per the pdrn, the patient¿s peritoneal effluent fluid has cleared, and the patient is recovering from the event.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the outpatient dialysis clinic with cloudy peritoneal effluent fluid on (B)(6) 2022. A peritoneal effluent fluid culture and cell count was collected [wbc = 0.445 x103 ul, neutrophils = 0.354 x103 ul (79%), monocytes = 0.091 x103 ul (20.5%)], and the patient was diagnosed with peritonitis. The patient was treated outpatient with intraperitoneal (ip) vancomycin x 14 days (dosage not provided). The peritoneal effluent cultures returned positive for methicillin resistant staphylococcus epidermidis (mrse) and the patient¿s antibiotics were continued. The pdrn attributed causality to a touch contamination event where the safety pin on the pd cycler set (2 trigger) did not remain within the pd catheter (not a fresenius product) during termination, forcing the patient to perform ¿risky maneuvers¿ to remove it. Per the pdrn, the patient¿s peritoneal effluent fluid has cleared, and the patient is recovering from the event.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. Based on the complaint description and the information provided, the reported event of peritonitis was attributed to a touch contamination event. In accordance with the complaint description, it states that during the disconnection the blue pin was not released and the patient did not utilize aseptic technique in order to remove it. Therefore the reported event is confirmed and its cause has been traced to user error. The user should follow aseptic technique as directed by their pd nurse to prevent infection. The failure mode could be attributed to an improper disconnection from the user or due to damage in the patient connector. Since the complaint product sample is not available for physically evaluation, the condition of the patient connector is unknown to identify how the failure mode was generated.